Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic nephrectomy using the subject device, the device did not work when pressing the seal button 30 seconds after the surgeon used the intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc found that the tissue pad in the grasping section was intensively worn away.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was intensively worn away. When we performed probe check, no abnormality occurred. There was no abnormality in the seal output. When we closed the grasping section and checked "seal" output, seal short circuit error didn¿t occur. *abrasions will appear on the tissue pad when the device is activated in seal & cut mode. Therefore, we perform the test in seal mode. The device history record of osta for the lot indicated no anomaly with the event-related items below. - inspection however based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, it is likely the seal activation failure occurred by the following mechanism: the intensively wear of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the contact marks on the non-insulated area of the grasping section and the probe, and the error occurred when seal output was activated. The error couldn't be released. The user determined that the seal activation could not be worked. The above device handling has warned in the instruction manual.